Manufacturer narrative:
Upon inspection and testing of the device, the clogged forceps channel was suspected to be due to insufficient cleaning of the device. In addition, service found angulation was insufficient and the play of the angle knob was out of standard due to elongation of the angle wire, suction was insufficient due to clogging of the forceps channel, the adhesive on the bending section was missing, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported a cleaning brush insertion issue. There was no patient/user harm or injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed clogging the forceps channel. This report is being submitted for the malfunction found during evaluation (foreign material in forceps channel). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the clogging the forceps channel by the observed foreign material. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to insufficient or inappropriate cleaning. The occurrence of the reported problem can be prevented by adhering the endoscope reprocessing section of the instructions for use (IFU).